Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered high voltage therapy due to incorrect interpretation of signals. No intervention was performed. There were no patient consequences.